Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00143 on 08/18/2016 for (B)(6) advia centaur xp hbsagii patient results. On 11/10/2016 - additional information: a siemens customer service engineer (cse) was sent to the customer site for system inspection. The cse performed a total service call and no issues were identified. A precision study was performed and acceptable results were obtained. Pre-analytic variables can affect the quality of the sample, and deviations from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the two (B)(6) results, siemens cannot rule out pre-analytical factors or sample issue. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsagii test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings." The instrument is performing within specifications. No further investigation is required.

Manufacturer narrative:
The cause for the (B)(6) advia centaur xp (B)(6) results compared to (B)(6) results with an alternate (B)(6) test platform is unknown. Siemens is investigating. (B)(6) reagent lot 080 information reference: (B)(4), expiration date: 03/17/2017, date of manufacture: 03/17/2016. The instruction for use (IFU) under the limitation section states the following: "for diagnostic purposes, the advia centaur hbsagii test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
False (B)(6) advia centaur xp (B)(6) results were obtained on two patient samples. The customer performs repeat (B)(6) testing on all initially (B)(6) results. The repeat (B)(6) testing was completed the following day, and the results for both patients were (B)(6). The customer was expecting a (B)(6) result, and confirmatory analysis was performed on an alternate (B)(6) test method. The results were (B)(6), and the result differences noted. A (B)(6) result was reported to the physician. There was no known report of patient treatment being altered or adverse health consequences due to the discordant advia centaur xp (B)(6) assay results.